Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menometrorrhagia, ovarian cyst, dysmenorrhea, caffeine consumption, past tobacco smoking, sulfonamide allergy, menorrhagia, urine incontinence, depression, blood pressure high, asthma, hot flashes, skin rash, vaginal bleeding and sinus congestion. Thyroid synthyroid, adavir diskus 250mcg- 50 mcg inhalation pro air hfa 90 mch / inhalation aerosol. Previously administered products included: oral contraceptive nos, ibuprofen, other therapeutic products, citalopram and atenolol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2513 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: x-ray hysterosalpingogram comparison: none findings:pre procedure scout kub demonstrates essre microinserts within the pelvis bilaterally. There is a calcification overlying the upper pole right kidney measuring 2 mm in size that may represent calycal stone. The essure microinserts are positioned at the uterine cornua bilaterally. There is evidence of contrast extending beyond the left micro insert into the left fallopian tube. There is no definite evidence of contrast extension beyond the right micro insert. Impression: difficult examination secondary to patient body habitus. Incomplete ocllusion of the left fallopian tube with essure micro insert innplace. Probable occlusion of the right fallopian tube with essure micro insert in satisfactory position bicornuate uterus. [Pathology test] on (B)(6) 2019: surgical pathology report: diagnosis: uterus, cervix, bilateral ovaries, bilateral fallopian tubes; robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy: no significant histopathologic abnormality, cervix. Findings consistent with prior ablation, endometrium. Leiomyomata, myometrium. No significant histopathologic abnormality, right fallopian tube. No significant histopathologic abnormality, right ovary. No significant histopathologic abnormality, left fallopian tube. No significant histopathologic abnormality, left ovary. Benign serous cyst, adjacent to left ovary and left fallopian tube. Gross description: single specimen is received in formalin labeled with the patient's name "tina fields" and designated as "uterus, bilateral fallopian tubes and ovaries". The specimen consists of a grossly recognizable uterus with attached cervix and attached bilateral ovaries and fallopian tubes. With bilateral ovaries and fallopian tubes detached, the uterus and cervix weigh 226 g and measures 9.8 cm from fundus to supra cervix, 6. 0 cm from cornu to cornu, and 7.0 cm from anterior to posterior between the ovary and the fallopian tube is a cyst which measures 4.8 cm in greatest dimension. Procedure: robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy clinical history: abnormal vaginal bleeding, dysmenorrhea, menorrhagia, failed endometrial ablation. Specimen list: uterus, bilateral fallopian tubes and ovaries [ultrasound scan] on (B)(6) 2012: procedures us pelvic transvaginal reason: mmenorhaga ; notes: pelvic/transvaginal ultrasound performed. Small intramural fibroid ~ 3 cm endome 10 mm good candidate for ablation assesment plan diagnoses: 1) menorrhagia; on (B)(6) 2015: pelvic ultrasound indication: heavy bleeding, novasure, essure x 3 years. Left ovary: 4.19 cc simple cyst noted. Impression: slightly enlarged uterus with an endometrium that measures 7 mm. The right ovary is nt visualized. Left ovary contains 4cm simple cyst. According to bayer qa, the lot number 0ecmg11 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 54 year-old female patient who had essure inserted (lot no. 0ecmg11) for female sterilisation. The patient had a medical history of menometrorrhagia, ovarian cyst, dysmenorrhea, caffeine consumption, past tobacco smoking, sulfonamide allergy, menorrhagia, urine incontinence, depression, blood pressure high, asthma, hot flashes, skin rash, vaginal bleeding and sinus congestion. Thyroid synthroid, advair diskus 250mcg- 50 mcg inhalation pro air hfa 90 mch / inhalation aerosol. Previously administered products included: oral contraceptive nos, ibuprofen, lortab asa, citalopram and atenolol. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2513 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 18-oct-2012: x-ray hysterosalpingogram comparison: none findings:pre procedure scout kub demonstrates essure microinsert within the pelvis bilaterally. There is a calcification overlying the upper pole right kidney measuring 2 mm in size that may represent calyceal stone. The essure microinsert are positioned at the uterine cornua bilaterally. There is evidence of contrast extending beyond the left micro insert into the left fallopian tube. There is no definite evidence of contrast extension beyond the right micro insert. Impression: difficult examination secondary to patient body habitus. Incomplete occlusion of the left fallopian tube with essure micro insert in place. Probable occlusion of the right fallopian tube with essure micro insert in satisfactory position bicornuate uterus. [Pathology test] on 12-apr-2019: surgical pathology report: diagnosis: uterus, cervix, bilateral ovaries, bilateral fallopian tubes; robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy: no significant histopathologic abnormality, cervix. Findings consistent with prior ablation, endometrium. Leiomyomata, myometrium. No significant histopathologic abnormality, right fallopian tube. No significant histopathologic abnormality, right ovary. No significant histopathologic abnormality, left fallopian tube. No significant histopathologic abnormality, left ovary. Benign serous cyst, adjacent to left ovary and left fallopian tube. Gross description: single specimen is received in formalin labeled with the patient's name "tina fields" and designated as "uterus, bilateral fallopian tubes and ovaries". The specimen consists of a grossly recognizable uterus with attached cervix and attached bilateral ovaries and fallopian tubes. With bilateral ovaries and fallopian tubes detached, the uterus and cervix weigh 226 g and measures 9.8 cm from fundus to supra cervix, 6. 0 cm from cornu to cornu, and 7.0 cm from anterior to posterior between the ovary and the fallopian tube is a cyst which measures 4.8 cm in greatest dimension. Procedure: robotic laparoscopic hysterectomy with bilateral salpingo-oophorectomy clinical history: abnormal vaginal bleeding, dysmenorrhea, menorrhagia, failed endometrial ablation specimen list: uterus, bilateral fallopian tubes and ovaries [ultrasound scan] on 11-may-2012: procedures us pelvic transvaginal reason: menorrhagia ; notes: pelvic/transvaginal ultrasound performed. Small intramural fibroid ~ 3 cm endome 10 mm good candidate for ablation assessment plan diagnoses: 1) menorrhagia; on 27-oct-2015: pelvic ultrasound indication: heavy bleeding, novasure, essure x 3 years. Left ovary: 4.19 cc simple cyst noted. Impression: slightly enlarged uterus with an endometrium that measures 7 mm. The right ovary is nt visualized. Left ovary contains 4cm simple cyst a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.